Event description:
During a check-out procedure at the manufacturer's service center, the device failed test steps during testing. The device was not in patient use. The device's sensor board was replaced to address the issues.